Event description:
Customer states the rear armrest bracket that was welded to the backrest bracket is broken. Customer states the end user rocks in his seat and is breaking many components over time. No injury or incidents.